Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the hand piece fell apart from the instrument. Both the hand piece and instrument would no longer work. Half of the hand piece is still connected to the device. Case completed with a competitors device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The handpiece was received disassembled and the ¿transducer assembly¿ attached to a disposable device. In addition, the nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable no functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. No conclusion could be reached as to what caused the cracked nose cone. It is probable that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.